Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a drawer 3 failure even after multiple recovers and reboot. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 3.2 was experiencing multiple issues, with several pockets not being detected on the bus. A field service engineer reseated the row board cables and retractor bands at the rear of both drawers 3.1 and 3.2. Upon further inspection, no additional issues were identified, and the customer was able to access medications without any difficulty. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a drawer 3 failure even after multiple recovers and reboot. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.